Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy rash all over her upper body underneath lifevest. The patient's doctor gave her a steroid shot and prescribed a steroid cream. Since the steroid shot and use of the cream, the irritation has improved.